Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of fallopian tube perforation ("essure perforated through the patient¿s fallopian tube") and genital haemorrhage ("heavy bleeding") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (on (B)(6) 2018 a hysterectomy was completed). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, genital haemorrhage and pelvic pain with essure. The reporter commented: insertion date was 5 to 6 years ago, however, the patient does not have the exact date. Patient was having symptoms of pain and heavy bleeding since essure was placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc (product technical complaint). We received a returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of fallopian tube perforation ("essure perforated through the patient¿s fallopian tube") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (on (B)(6) 2018 a hysterectomy was completed). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, genital haemorrhage and pelvic pain with essure. The reporter commented: insertion date was 5 to 6 years ago, however, the patient does not have the exact date. Patient was having symptoms of pain and heavy bleeding since essure was placed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.